Event description:
It was reported that the device alarmed and displayed "pressure error" when the device was in use on a pt. There was no pt compromise. No further info on the usage of the device, date of the event, or pt info was available.